Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. Allegedly, the pump was emptying the cartridge during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: on investigation, the alleged load step malfunction issue was duplicated in the evaluation. Review of the downloaded black box found multiple ¿no cartridge detected¿ warnings. The pump powered up properly with auditory and vibratory features. No tactile issues were found with the buttons. On the first load attempt the piston failed to recognize the cartridge. Force sensor calibration reading could not be obtained as a result of the load step malfunction. Pump casing was opened and a cracked trace near the pin of the force sensor connector wire was found.